Event description:
It was reported that during implant attempt, the helix extended during the implant. The physician felt there was something wrong the the lead, and felt that he had pulled too hard on the lead. The lead was not used. During implant attempt of a second lead, the lead became bent up in the sheath. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.